Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhausted therapy due to inappropriate shocks. The patient received shock therapy for a correlated rhythm. Boston scientific technical services (ts) discussed the v was greater than a due to premature ventricular contraction (pvc) with atrial interval blanked. It was recommended that the atrial tachycardia discrimination feature be programmed off unless the patient develops atrial fibrillation (af). No further complications were reported. This product remains in-service.